Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Bg was addressed via consumption of carbohydrates. Reportedly, the customer alleged that the pump activity mode not starting. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to activity mode duration limit was set for 30 minutes which resulted in exercise mode ending after the 30-minute timer. Customer updated their settings to address the event and continued using pump for insulin therapy.